Event description:
It was reported that the customer experienced low blood glucose events for the past month, displayed as "low"; however, specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels.